Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were ejecting, dropping and scissored. Another device was used to complete the case with no patient consequence. The device was discarded.